Manufacturer narrative:
Medtronic received additional information that the valve was removed due to (B)(6) endocarditis with an aortic root abscess. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 months post implant of this 23mm aortic bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model for unknown reasons. No additional adverse patient effects were reported.